Event description:
According to the reporter, post operatively of a laparoscopic right colectomy, on stapling the bowel, there was bleeding from the staple line. There was blood loss of 500cc or more due to the product problem and the patient received a transfusion of 3 units of blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.